Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately on (B)(6) 2025, the patient¿s parent stated that due to the cgm and tandem pump not working, the patient was not getting the correct amount of insulin. The patient had symptoms of hyperglycemia and felt exhausted and weak. The patient¿s parent checked a blood glucose reading and it was high (no specific value provided). They could not recall what the cgm was displaying during that time. The parent brought the patient to the emergency room and confirmed that their bg was high. The patient was treated with IV insulin. The patient was in the hospital for almost 24 hours before getting discharged. At the time of the report, the patient was doing good. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem. H2 additional information. H6 investigation findings - additional.

Event description:
Subsequent to the initial MDR, data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No additional patient or event information is available.